Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Will not be returned to manufacturer.

Event description:
Customer tested 83 mg/dl at 00:08 and 113 mg/dl at 00:23 on the performa nano system. Low blood glucose symptoms were reported, and an ambulance was called. Within a few minutes the professional meter returned as 78 mg/dl; the customer was treated with glycogen and his low blood glucose symptoms began to improve within a few minutes. Requested return of suspect device, however the test strips are not available.